Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a discrepant result of one patient sample with anti-e on erytype s rh-pheno double on tango optimo. The patient sample showed a negative reaction with anti-e (clones (B)(6)), but a positive reaction with anti-e (clones (B)(6)) on erytype s rh-pheno double when used on tango optimo. In a retest the patient sample also reacted negatively with anti-e (clones (B)(6)) on erytype s rh-pheno double on tango optimo. The customer announced to send in the supposedly defective product and also the patient sample that had caused the discrepant test result for investigational testing. We are still waiting for the material.

Manufacturer narrative:
This is our final report on this incident. Our initial report was issued for erytype s rh-pheno double.

Event description:
The customer reported a discrepant result of one patient sample with anti-e on erytype s rh-pheno double on tango optimo. The patient sample showed a negative reaction with anti-e (clones ms62/ms69), but a positive reaction with anti-e (clones ms16/ms21/ms63) on erytype s rh-pheno double when used on tango optimo. In a retest the patient sample also reacted negatively with anti-e (clones ms16/ms21/ms63) on erytype s rh-pheno double on tango optimo. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused the false positive test result. Therefore our quality control laboratory tested their retained sample of erytype s rh-pheno double with different samples on tango infinity. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers. The pipettor needle was found to be contaminated by aqua dest. Not reaching into the active wash station. The check valve was changed because it was occluded. The check valve is responsible for the described issue. Subsequently performed test runs yielded acceptable results.